Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no any anatomical interference, there was no angulation or kink in the delivery system upon deployment, and an 10f delivery system was used. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 24mm amplatzer septal occluder was selected for implant on (B)(6) 2023 using a 10f mullins delivery sheath. During implant the device took on a cobra shape. The device was removed from the patient prior to release from the delivery system. The patient status is noted as stable. There were no interactions with cardiac structures nor were there any kinks or angulations noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays. There were no adverse effects were noted.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.